Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the luer lock and tubing. Customer reported a blood glucose level of 136 (mg/dl) and delivered a bolus. The customer was able to independently prime the air bubbles out by delivering multiple boluses. During troubleshooting with tandem technical support, customer was advised on how to properly prime air bubbles using the fill tubing process. Customer acknowledged.